Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was down to 7 years remaining longevity. The physician performed stress test and did not know that the patient had a device, thus, the device went crazy. Moreover, the field representative was there to stabilize the patient. Boston scientific technical services (ts) referred the patient to the physician to discuss further. As of this time, the device remains in service. No adverse patient effects reported.